Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had one tube with a cracked lid. There was no report of patient impact.

Manufacturer narrative:
The information for the additional medical device type is as follows: d2: medical device type: jka the information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had one tube with a cracked lid. There was no report of patient impact.